Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s father called to report ongoing power error detected alarm after troubleshooting for the issue within the week. Customer father called stating his son¿s insulin pump keeps giving the same message to change the battery. Advised the pump will need to be replaced. Recommended refer to back up plan per health care provider instructions. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window, fading serial number label, missing display window cover and scratched case.